Manufacturer narrative:
During the evaluation of the device at a third party service center, ventilator inoperative and service required codes were found in the ventilator's downloaded error log. The device's blower motor, system board, and front panel board were replaced to address the issue. This report is being submitted as part of a problem to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.